Event description:
Pt has history of bilateral breast ca and underwent mastectomies with l breast silicone implant in 1982 and r breast silicone implant in 1983. Pt presents to operating room on (B)(6) 2011 for complaint of bilateral ruptured and leaking silicone breast implants. Pre op dx: breast ca with bilateral leaking silicone breast implants. Surgery: bilateral explantation of leaking silicone breast implants, open capsulotomies, partial capsulectomies, lateral capsulorrhaphies, bilateral breast reconstruction with saline breast implants.